Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise via decreased intrinsic amplitudes. Office testing found low intrinsic amplitudes is all three sensing vectors. The doctor will schedule a replacement of the system and replace it with a transvenous system. There were no additional adverse patient effects.